Manufacturer narrative:
The device has not been explanted. If it should be explanted, it is to be returned to the manufacturer for evaluation. When available, a device failure analysis will be submitted as a follow up report.

Event description:
The parent reported that the child seems not to be as responsive to sound as usual with the device. There was no report of a fall, trauma or changes in health.the patient may be seen at another clinic.

Manufacturer narrative:
Based on the received information from the field, in situ measurements are pointing to increased impedance values on the most apical channels (1 to 4). However, expert telemetry (e-ift) whilst implanted indicated that the wires of the apical channels are not completely broken and can therefore remain activated. Only one channel (channel 2) was not giving auditory perception and was therefore de-activated. Reportedly the patient is now doing well again with the device, which remains implanted and in use. The nature of the reported high impedance cannot be determined. This is a final report.

Event description:
The parent reported that the child seemed not to be as responsive to sound as usual with the device. There was no report of a fall, trauma or changes in health.